Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2014-06450. It was reported that guide wire entrapment occurred. The target lesion was located in the left anterior descending artery and left circumflex artery. A 2.50mm x 16mm promus premier¿ stent was loaded onto a 185cm kinetix¿ guide wire; however, the stent delivery system (sds) would not advance over the wire and became stuck while still outside the patient's body. The sds balloon was never inflated and the stent was not deployed. The guide wire was cut to remove the stent. The procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a kinetix guidewire. There was no damage to the guidewire. The outer diameter (od) and length of the guide wire was measured. All measurements were within specification. The guide wire was advanced through a new promus element plus stent delivery system (sds) as the sds from the procedure was not returned for analysis. The kinetix guide wire was advanced and withdrawn from the sds without an unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-06450. It was reported that guide wire entrapment occurred. The target lesion was located in the left anterior descending artery and left circumflex artery. A 2.50mm x 16mm promus premier¿ stent was loaded onto a 185cm kinetix¿ guide wire however the stent delivery system (sds) would not advance over the wire and became stuck while still outside the patient's body. The sds balloon was never inflated and the stent was not deployed. The guide wire was cut to remove the stent. The procedure was completed using a different device. No patient complications were reported.